Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited less than or equal to 200 ohms impedance and noise via (B)(4) transmission. The lead was capped.